Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior interrogation of the patient's right ventricular (rv) lead revealed dislodgement and the rv lead was found to be coiled up in the device pocket. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil to be overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: h10: field should include the following statement, which was not included in the previous report: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.